Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator had an incorrect oxygen (o2) concentration. A blending kit was used, and two litters of oxygen were supplied. However, the o2 concentration value was reading 10% lower. Although the device continued cycling, the patient was transferred to another ventilator without harm. Additional information has been requested.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the replaced oxygen (o2) sensor, and verified the customer reported malfunction. The unit was visually inspected for damage and contamination. The outer surface was found in good condition. The o-ring was not dried, and appeared to aid in properly sealing the sensor. However, there were loose parts inside the sensor that could be heard when it was moved. The se was unable to open the sensor due to its design. Due to the damage, the sensor will trigger a fraction of inspired oxygen (fio2) sensor error failure when placed into a test ventilator.